Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The lead exhibited loss of capture and was observed when the lead was being tested via a pacing system analyzer. All other measurements were stable. Troubleshooting was performed which did not resolve the issue. As the source of the observation could not be confirmed, the lead was removed and replaced successfully. No adverse patient effects were reported.